Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned gii np femoral component indicated surface damage and the presence of cement in the lug holes, suggesting attempted use. The returned femoral was a different batch then originally reported and was a right hand device. A clinical analysis indicated that based on the limited information provided, human elements from packaging, labeling, and implantation cannot be ruled out as contributing factors of the reported implantation of an incorrect-sided component. The patient impact beyond the revision procedure (including an increased risk for infection) and the expected post-op recovery cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no other complaint for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that when they opened the box of the mentioned reference, a left implant was expected but inside a right implant was found. The implant was used and we realized once surgery was completed. No delay was reported and a revision surgery was performed due to this incident.